Event description:
It is reported that the pt was revised for pain and separation of the glenosphere from the base plate.

Manufacturer narrative:
Info was rec'd via medwatch(B)(4). This report will be amended when our investigation is complete.